Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. The insulation did not exhibit thermal damage or any sign of arcing. A piece of insulation 0.044¿ in length was lifted from the conductor wires; however, no pieces were missing. The conductor wires were exposed; however, the cables were not damaged. An electrical continuity test was performed and passed. The root cause of the damaged conductor wire insulation was attributed to mishandling/misuse, most commonly caused by collisions with other instruments or sharp objects. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video were provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part number: 471205-17, lot number: n10210208-0069) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk0347. The instrument was used for 1 hour and 52 minutes and had 11 uses remaining out of 14 maximum tool uses. This complaint is reportable due to the following: the fenestrated bipolar forceps instrument was found to have damage to the conductor wire's insulation. The wires were exposed and an electrical continuity test passed. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no reported harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date (2020 reports) is blank because the product is not implantable. Initial reporter also sent report to FDA?: is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields PMA/510k (2020 reports), adverse event, recall: (if recall number is given), and correction/removal number (2020 reports) are not applicable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was noted to have a broken cable. There was no report of patient involvement or patient harm. Intuitive surgical, inc. (Isi) followed up with the customer on (B)(6) 2021, and found out that the cable damage was noted prior to reprocessing. No other details were available.